Event description:
It was reported that during a lap reversal of hartmans with primary port xcel bladeless trocar was put in to the pt under direct vision without insufflation. The technique seemed fine. The trocar was introduced and then blood clouded the screen. The port was taken out and the blood pressure dropped, the pt was opened up and the crash term was called in and the pt was finally pt sent to itu.